Manufacturer narrative:
The device was evaluated by the MFR and the event was confirmed. There was corrosion damage on the motor, rotor assembly, and bearings. The motor was found to have seized due to the corrosion damage to the rotor assembly, bearings and attachment lock. The device was repaired and returned to the customer. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported the device was running at high temperatures. There were no adverse consequences related to this event.